Event description:
A customer contacted beckman coulter (bec) reporting approximately 1 - 2 teaspoons of fluid leaked under the cartridge chemistry (cc) sample probe in the unicel dxc 600 pro synchron chemistry analyzer. The customer also indicated that the instrument generated a false low ammonia (amm) patient result of 1 umol/l on the same day the leak was observed. The patient sample was repeated and yielded a result of 41 umol/l. The false low result was reported out of the laboratory; however was corrected within thirty minutes of reporting. There was no affect to patient or patient treatment in connection to this event. The customer did not provide patient data printouts or any other patient information. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat during this event. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought.

Manufacturer narrative:
Quality control (qc) was run prior to and after the event was within the laboratory's established ranges. The patient sample was stored and analyzed in a b-d hemogard plasma tube, analyzed within less than one hour of receipt, and refrigerated. Centrifugation information was not provided by the customer. A bec field service engineer (fse) was dispatched on (B)(4) 2013 to evaluate the instrument. The fse confirmed the sample probe leak and replaced the waste valve for the sample wash collar. The fse performed all calibrations and qc without any drips. The fse was unable to reproduce any issues with the ammonia test or assay. The fse indicated that the ammonia issue could have been a result of the probe leakage or could have been the sample. Failure mode is hardware; replacing the cc sample collar wash waste valve has resolved the issue.